Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was 210 mg/dl. The customer stated that he changed the battery on his pump and received a motor error. The customer stated that he rewound the pump and pressed the act button, but he could not get it out of the rewind mode. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.